Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hd machine in question was not known, therefore, the serial number was not able to be provided. Although medical records were requested, none were received.

Event description:
A user facility reported that a client arrived at the facility to undergo routine dialysis treatment. Approximately two hours into the treatment, the patient became confused and started to shake. The client was immediately evaluated and was found to have an elevated temperature. The site physician directed the clinicians to perform an immediate return, and then send the patient to the hospital for further evaluation. After discontinuing the treatment, the patient was sent to the hospital via ambulance. The patient was diagnosed with sepsis and admitted into the hospital for treatment. Follow-up information was provided by the clinic manager who revealed the patient's son was not able to recall specific details regarding this event when questioned about it. The clinic manager revealed that the patient was using a central line catheter access, and that the sepsis was caused by the patient's infected tunneled catheter. The cause of the sepsis was reported to her by the patient's nephrologist. Additionally, she stated that the area around the indwelling catheter looked "good," and all procedures were followed in terms of treating the site prior to hooking the patient up for their dialysis treatment. Finally, she confirmed that the patient's catheter was removed and replaced with another one, and the patient was given a course of antibiotics. The patient is continuing on hemodialysis without further issue. The exact date of the incident is currently unknown, but was initially reported as having occurred around june.